Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
(B)(4) it was reported that during this procedure no temperature displayed. This issue occurred just after the catheter was connected. The cable was changed but the issue persisted. The catheter was changed and the problem was resolved. There was no patient injury reported in this procedure. The returned device was visually inspected upon receipt and char was found on the tip dome. This condition was not reported by the customer. Per the event and the char found, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. The root cause of the char remains unknown since the catheter met manufacturing specifications.

Event description:
It was reported that during this procedure no temperature displayed. This issue occurred just after the catheter was connected. The cable was changed but the issue persisted. The catheter was changed and the problem was resolved. There was no patient injury reported in this procedure. The initial reported complaint itself was not indicative of a reportable event. Upon visual inspection of the returned complaint catheter on (B)(6) 2014, the bwi failure analysis lab noted that there was char on the tip dome distal end and proximal end measuring more than 1mm. This condition was not reported by the customer. The amount of char on the catheter is indicative of a reportable event, thus marking (B)(6) 2014.